Manufacturer narrative:
Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that "damaged by wand". Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: tube is bent. Poor image quality damaged optics : objective, window, and optics are damaged. Image is cloudy/foggy. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown shoulder procedure on (B)(6) 2022, it was observed that the endoscope device was damaged by wand. During an in-house engineering evaluation, it was determined that the image from the device was cloudy/foggy. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.